Manufacturer narrative:
Access bio tested the retained samples of the lot number cp21m47 against quality control (qc) panels and all showed valid results. To identify the true root cause of this allegation, access bio would need more information from the customer. However, in the absence of information from the customer, it would be difficult to rule out potential root causes identified below. 1. Customer might not follow the instructions for use (IFU): a. Excess blood or mucus on the swab specimen may interfere with test performance and may yield a false-positive result. B. Interpreting results after 15 min. C. Not performing test immediately after opening the test device in the pouch. D. Potential contact with foreign substances and household cleaning products during sample collection and testing. E. Operating test outside of storage conditions. F. Excessive buffer application to sample well of the test device. 2. Tests might be exposed to extreme environmental conditions during storage. 3. The pcr test might yield a false-negative result. 4. 2% of false positive results are expected based on product characteristic claimed for this product type(98% npa). Access bio will continue to monitor further complaints through our data trending programs and take further actions based on identified valid trends.

Event description:
Access bio received a letter from the FDA on march 30, 2022, regarding a report filed by a volunteer reporting a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient on (B)(6) 2022 (lot number cp21m47). The customer reported the case to the FDA on march 17, 2022 (report# mw5108346). The patient reported having a negative result by a pcr test performed on the same day. No other adverse patient effects were reported. Access bio followed up three times on september 8, 9 and 10, 2022, to better understand the facts and circumstances of the tests but did not receive any response from the customer.